Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed temperature assessment (actual reading: 121.5 degrees fahrenheit at 2 minutes and 15 seconds; specification: <118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 79.0 dba; specification: <76.0 dba). It was also observed that the drive shaft was broken. It was determined that the root cause of this condition was due to excessive force being applied to the device during use, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was smoking. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.